Manufacturer narrative:
Upon reception, the reported impossibility to turn on the subject home monitor could not be confirmed. However, it was observed that the status light of the subject device was constantly lighting in orange, most probably resulting from an issue with the modem of the home monitor. The root cause of this issue is possibly associated to an issue at the manufacturing level.

Event description:
Reportedly, following an incident and various tests carried out, the device remains switched off.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, following an incident and various tests carried out, the device remains switched off.